Event description:
A report was received via social media that the patient had lead migration and scs was non-functional. The patient underwent an explant procedure wherein it was noted that the battery pack was leaking. No further information could be obtained.